Event description:
The patient's syncopal episode and low flow alarms were determined to have been caused by dehydration. The patient was hydrated, and the alarms resolved.

Manufacturer narrative:
D1: brand name. D4: catalog number, UDI. Manufacturer's investigation conclusion: review of the submitted log files confirmed a low flow alarm. According to the account, the reported low flow alarm and syncopal episode was thought to be related to dehydration. Evaluation of the submitted controller event log file contained events from 14mar2024 through 20mar2024. On 20mar2024, a low flow lasted over 10 seconds and a transient low flow hazard alarm was triggered. The account noted that the low flow alarm occurred at the approximate time of the syncopal episode. Of note, pi was elevated during the low flow event. No other notable events were captured. The pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 lvas patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the hm 3 lvas. Additionally, section 6, "patient care and management", lists hypovolemia as a potential late postimplant complication. The IFU also addresses all pump parameters, including pump flow. The IFU also states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Additionally, the IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. The handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The IFU includes a list of hm 3 patient assessment methods, including assessment of the patient's level of consciousness. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient hit their head and experienced nausea/vomiting after. They then went into the emergency department after experiencing a syncopal episode at home. Low flow was noted at 14:48 which is the approximate time of the syncopal episode. The patient was awake, alert and oriented. Their vitals are stable at this time. Log files were submitted for review and confirmed the reported 1 low flow alarm with high pulsatility index and 3 momentary low flow estimates on (B)(6) 2024 at 14:48.